Manufacturer narrative:
The referenced report of previous gastrointestinal bleeding is covered under medwatch MFR report # 2916596-2018-00276. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 42 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a drop in hemoglobin and was positive for fecal occult blood. At the time of the event, the patient was on warfarin. The patient was left off of aspirin after their last episode of gastrointestinal bleeding. A double balloon enteroscopy was performed on (B)(6) 2018, identified 6 small arteriovenous malformations (avms) that were treated. The patient will be left off of all anticoagulants with close monitoring. There were no blood transfusions during this time. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding could not be conclusively determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.